Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 8 MDR's filed for the same patient (reference 0001822565-2017-00843, 0001822565-2017-00845, 0001822565-2017-00846, 0001822565-2017-00848, 0001822565-2017-00849, 0001822565-2017-00860, 0001822565-2017-00862).

Event description:
Patient alleged experiencing a left hip infection approximately two weeks post-implantation. The patient was hospitalized for 17 days as a result of the event.

Manufacturer narrative:
Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.